Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were having an issue with their device. The patient stated that they were trying to make it charge but it wouldn¿t charge. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the stimulator charging belt was charging, but the indicator stated it was not reading any bars. Steps taken to resolve the charging issue included meeting with their specialist, who walked the patient through the process so the patient could better understand the positioning of the antenna; the patient repositioned the antenna so they could get a better connection to the power cell battery. No further complications were reported/anticipated.